Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for patent ductus arteriosus (pda) using gore® excluder® conformable aaa endoprosthesis (excc) and gore® tag® conformable thoracic stent graft with active control system (ctag ac). When deploying an aortic extender of excc, it moved distally approximately 5 mm from the intended position, but there was no unintentional coverage of branch vessels. Subsequently, when deploying the ctag ac on the proximal side of the excc, an issue occurred in which the partial uncovered stent became caught on the leading olive of the delivery catheter and could not be released. At that time stent graft was fully opened and all lines and fibers had been successfully removed. Attempts to resolve the issue by manipulating and rotating the delivery catheter were unsuccessful. A snare catheter was then introduced, and the issue was resolved. The ctag ac was placed at the intended position and the delivery catheter was successfully removed. Closure of the pda was confirmed, and the procedure was concluded. The patient tolerated the procedure. No injury to the patient was reported. The reporting physician commented as follows: in this case, the ctag ac was used after sleeve cutting; however, it is not considered that this had an impact on the occurrence of the event.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.